Event description:
It was reported that during a coronary artery bypass graft procedure, the metallic clamp part got to a high temperature during usage and the tissue around the device became white in color. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.